Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports a research assistant was pricked by an exposed lancet from an uncapped safe-t-pro plus device. No medical treatment required. Requested return of suspect device.